Manufacturer narrative:
Recall information should be retracted, the device was not included in (B)(6) 2017 battery performance alert advisory the results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient presented for was removal on the implantable cardioverter defibrillator due to the advisory notification. The device was explanted and replaced. No adverse patient consequences were reported.